Event description:
A customer reported that there was a striped pattern on the endoscopic image, or the endoscopic image did not appear during preparation for use. This device was used in combination with olympus 180, 160, 165 series endoscopes. There was no report of patient injury associated with this event.

Manufacturer narrative:
The device has not been returned to any of the olympus locations. However, the device inspection confirmed followings; -there was a defect in the connection socket. A defective lock function was found. Also, corrosion inside the socket due to moisture was found. Olympus (B)(4) stated that endoscopic images would not be transmitted due to a defect in the printed circuit board. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it was concluded below: 1. The subject device was manufactured before the circuit design change was applied to the operational amplifier of the patient board (dr board), therefore, it was surmised that images of 180 and/or 160/165 scopes were no output due to the failure of the operational amplifier. 2. It was concluded that the phenomena, no image output and stripe patterns on an image, were due to the corrosion of the connector due to the user likely did not fully clean the subject device. As stated on the IFU (instruction for use) the user manual states: do not clean the videoscope cable connector socket, the terminals, and the ac mains power inlet. Cleaning them can deform or corrode the contacts, which could damage the video system center. Olympus will continue to monitor complaints for this device.